Event description:
It was reported via repair work order that the side rail could not remain latched due to a damaged latching spindle weld with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: weld warranty paper work to be submitted as this condition is not repairable in field.